Event description:
Pt with pin in wrist. Pt underwent magnetic resonance imaging exam for lumbar spine. During procedure pt experienced heat & severe pain in wrist with pin. Pt described pain as unlike any he had previously experienced. Concern is over relation of MRI exam to pain pt experienced.